Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pack of syringe s2 5ml 22ga 1-1/4in bd (B)(6) were the incorrect color before use. The following was reported by the initial reporter: "(B)(6); material no. 301942; batch no. 1902163, syringe, when unpacking, it was found that the color of the needle of material no. 301942 is different from the needle of the same item number. (The color of the normal needle is gray, and the color of the needle in question is light purple). The hospital suspected that the product has been used, and contaminated, and asked us to explain."

Event description:
It was reported that a pack of syringe s2 5ml 22ga 1-1/4in bd china were the incorrect color before use. Teh following was reported by the initial reporter: "(B)(6) hospital of (B)(6) ((B)(6) hospital), (B)(6), material no. 301942 batch no. 1902163, syringe, when unpacking, it was found that the color of the needle of material no. 301942 is different from the needle of the same item number. (The color of the normal needle is gray, and the color of the needle in question is light purple). The hospital suspected that the product has been used and contaminated, and asked us to explain.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-16. H6: investigation summary. A device history record review was performed for provided lot number 1902163 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both pictures and the physical sample were returned for evaluation by our quality engineer team. Through analysis of the provided sample, it has been concluded that the issue is related to the injection process of the needle hub. The colorant used to obtain the grey appearance of the hub was distorted. This is a cosmetic issue with no risk to the patient.